Event description:
It was reported that the pump screen was dark and would not turn on despite troubleshooting attempts, including pressing the button and trying different charging methods. Customer's blood glucose level impact was not reported as the caller declined to provide this information. Customer reverted to using an alternate method of insulin therapy.